Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? No. Mfg date: : 07-nov-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and high flow for three days. Log file review revealed a high watt alarm, a sudden increase of power with pump parameters above the normal operating range, and an unexpected loss of power to the controller. It was noted that there was also a vad stop. The patient is being monitored, and the vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) and controller were not returned for evaluation. Review of the controller log files revealed an increase in power consumption starting (B)(6) 2019 and a subsequent decrease in estimated flow and power consumption to normal operating range. 1 high watt alarm logged since (B)(6) 2019. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Additionally, log file analysis revealed a controller power up event on (B)(6) 2019, at 19:21:11. The data point prior to the loss of power revealed that a battery was connected to power port one (1) with 24% relative state of charge (rsoc) and another battery was connected to power port two (2) with 23% rsoc. The data point recorded after the loss of power revealed that a third battery was connected to power port (1) and a fourth battery was connected to power port two (2). The controller was without power for 11 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus format ion/ingestion. Additional products: serial #: (B)(4). Device evaluated by MFR: yes. FDA method code(s): 4112, 4114, FDA results code(s): 213, FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported high power event was confirmed via log file analysis. Furthermore, no vad stopped alarms were observed in the controller log files during the analyzed period. The loss of power was most likely perceived as the reported vad stopped event. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.